Event description:
It was reported that in nephrology during insertion, the tip of the dilator split and as a result, caused the procedure to fail. A new kit was opened and used without issue. A delay was reported, however, there was no reported death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
MFR control no 1900026713.